Manufacturer narrative:
Evaluation summary: most of the sewing fabric and silicone ring has been cut off. Approximately one third of the sewing ring remains intact. Leaflet 3 exhibits mechanical damage in its cusp area at the outflow aspect. A gap at the coaptation region is evident. The valve is not suitable for functional testing due to its current condition in which it was received. Disqualification for functional testing was confirmed by research and development sr. Scientist. X-ray. No conclusion can be drawn. On 02/12/2010 (through follow-up with the healthcare provider), it was reported that the device was explanted after an implant duration of zero days, due to aortic regurgitation. The device has been returned and evaluated.

Event description:
During evaluation of a colleague infusion pump the baxter service technician discovered an inoperable stop key on the pumphead module keypad. There were no reports of patient injury or medical intervention. The software version of this device is currently unknown. No additional information is available at this time.

Event description:
Reportedly, the device is being returned due to "valve leaflet was not coapting properly caused regurgitation". No other information available.

Manufacturer narrative:
On 02/17/2010 the report of a device being returned was received from affiliate via email. Only the model, size, serial number and implant date was provided. No explant date was indicated in the email. No customer experience report, patient information, or contact information was provided. This information was requested from the affiliate on 02/17/2010 via response email and it was confirmed that the information was included in the shipping container with the valve; however, a copy would be provided by return email. On 02/17/2010 issued authorization to return and requested local office to send additional information. On 02/18/2010 requested documentation or customer experience report. At 03/17/2010 there has been no response. Requested customer experience report from ra officer. On 03/17/2010 requested decontamination documents from receiving office in switzerland. On 03/17/2010 requested tracking number of device from ra officer office in india -- device has not been received for quarantine and shipment to the u.s. To date there have been no responses to these requests. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformances. Customer letter not requested at this time. Device has not been received for evaluation.